Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated both surfaces of the right ventricular pace/sense grommet were damaged and foreign material present on the bottom surface of the grommet. The returned device indicated the right ventricular pace/sense set screw had a rounded socket with foreign material on and in the socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew to secure the right ventricular lead was not able to be tightened and no clicking sound was heard. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.